Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm large hem-o-lok clip applier instrument had a loose/damaged cable. The user was completing the procedure as planned with a backup large hem-o-lok clip applier instrument with no further issue reported. No fragment(s) fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. A review of the provided image is consistent with the allegation of a damaged/loose cable. The root cause of the failure mode cannot be confirmed without the returned device.